Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube has foreign objects. Based on the results of the investigation, and since the reported event was not reproduced in evaluation, the definitive root cause of the issue could not be determined. Additionally, the most probable cause of the foreign objects in connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error b30 displayed during inspection for use involving an olympus colonovideoscope. There was no patient involvement.